Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported that both patient's implantable neuro stimulator (ins) were removed due to infection on (B)(6) 2015. The indications for use for this patient were essential tremor and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. No initial reporter information was reported regarding this event. No follow-up was able to be performed to obtain this information. Please see manufacturer report #3004209178-2016-01219 for information on the patient's concomitant system.